Event description:
It was reported that the pump "stopped working". There was no known accident or incident related to the onset of the pt's symptoms. The pt experienced withdrawal with symptoms of tingling, chills, restlessness, burning skin smell, nausea, vomiting , hot flashes, diarrhea, irritability, "heeby-jeebies", and return of pain. The physician performed a catheter eval (2009); the results were normal. A bolus was given and dose was increased by 20% (2009), and the pt felt fine until the bolus wore off the next day. Withdrawal symptoms ceased a few days later, but the pt continued to experience increased pain. No alarms were noted. The physician increased the medication dosage by 25% and provided an extra bolus (4 days later), but the pt was still in pain. Additional info received reported that the pt had similar issues with the prior pump (reference MFR report #6000030200600972). There was no volume discrepancy noted (5 days later). A second dye study (same day) was performed and showed the catheter was intact and patent. The event logs were reviewed and normal. The pump contained dilaudid 10mg/ml at the time of the event. Further info indicated that the medication dose was increased by another 10% (same day). The next day, the rate was decreased 20%. A MRI of the spine was performed (2 days later). There was no fibrosis noted at the catheter tip. A motor stall was noted that occurred during the MRI and recovered two hours later. The pt's dose was then decreased 50% (5 days later). Then the drug was removed and changed to normal saline (one week later). When the drug was removed, there was no volume discrepancy. The pt was converted to oral opiates with decreased pain and no symptoms of withdrawal. An indium dye study was pending. The pt recovered without sequela. The reason for the pt's symptoms remained unk.